Event description:
Customer claims the alarm has no power. The alarm was not in use when the issue was discovered. The batteries were replaced with the same type. The battery door closes properly. There is no visible damage to the outside of the alarm. There was no pt contact reported. Eval for the returned product shows the battery door contact has corrosion and battery acid leakage.

Manufacturer narrative:
(B)(4). Eval, results: the battery door contact has corrosion and battery acid leakage. The alarm case has damage near the battery compartment. Eval shows when the product was tested using new batteries, the alarm did not power-up. Posey instruments for use recommends: the use of alkaline batteries in posey fall alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause battery leakage (corrosion) resulting in damage to the alarm unit. (B)(4).